Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator was unable to communicate while still in the box and plastic wrapped, with error code 2e08e7fe occurring during attempts to establish device communication. Troubleshooting steps included multiple attempts to connect, closing down and reconnecting, and a field representative attempting connection with a ct900f, all resulting in the same error code. The device was never implanted and was replaced with a new implantable pulse generator, which did not present any issues. There was no patient involved.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) determined that there were intermittent power on reset (por) occurrences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.